Event description:
A medtronic spinal cord stimulator was implanted to alleviate pain. The device was to be placed into the lumbar region. Several hrs before surgery it was decided to implant it into the sacral region. Rptr has had problems dealing with the co and would like the device checked. It was removed.